Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was also reported the patient experienced pain at the ipg pocket site. The patient stated the device caused her more pain than it benefited her. As such, the patient underwent surgical intervention where the ipg was removed. No additional information is known at this time.